Manufacturer narrative:
The insulin pump was received with a crack on the reservoir tube lip. The pump was received with no button response due to moisture damage on the electronic assembly. The moisture damage was found on the motor assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she accidentally went into the pool with her insulin pump. Customer stated that the pump got water in it and the front screen had a lot of condensation. Customer's blood glucose was 170 mg/dl. Customer stated that she also lost the battery cap and there is fluid under the lcd display. Customer stated that the pump has not been dropped and there are no cracks. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.